Event description:
It was reported that the patient had an infection at the pump site, the site looked red at the last appointment. The doctor diagnosed the infection as cellulitis and started the patient on bactrim. The patient was nauseous. The drug used in the pump at the time of the event was not known. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).